Event description:
Unomedical reference number 1651900. Event occurred in the united states. It was reported that the patient experienced high blood glucose level due to a bent cannula. Therefore, they tried to treat it by changing the site, correction bolus and multiple daily injection as well. On (B)(6) 2023, the patient went to the emergency room and was subsequently hospitalized due to high blood glucose level. His highest blood glucose level was 796 mg/dl and experienced a heart attack. Moreover, the infusion set had been used for three days and the site location was patient's abdomen. Further, the patient was transferred to the intensive care unit. He had ketone level which the healthcare professional did not assessed as dangerous/life threatening. During hospitalization, he received fluids intravenously and manual injections as corrective treatment which resolved the issue. On (B)(6) -2023, the patient was released from the hospital with patient intensified neuropathy in the legs, feet, toes and hands. Again, between (B)(6) 2023 to (B)(6) -2023, the patient faced multiple bent cannulas (6-10 issues).   Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.